Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anesthesia recovery post- operative a robotic laparoscopic endometriosis and rectosigmoidectomy, while performing anastomosis of the rectosigmoid and colon, there was bleeding on the anastomosis. It was also noted that the anvil was bent. A colonoscopy was done to complete the case. The event led to extended patient hospitalization.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. If information is provided in the future, a supplemental report will be issued.